Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material from insertion, soft tube . There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation and the information provided, the analysis of the white foreign material revealed the presence of organic silicones and stearate. Organic silicones are components found in antifoaming agents, drugs, etc., and stearates are substances used in emulsifiers, cosmetics, etc. However, their origin could not be definitively determined. There was no damage to the area where the foreign material was detected. Additionally, the reprocessing was conducted in accordance with the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "instructions for gif/cf/pcf-290 series, operation manual, chapter 3, "preparation and inspection" describes how to detect the subject event; instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5, "reprocessing of the endoscope (and related reprocessing accessories)" describes how to prevent the subject event; chapter 8 storage and disposal: "in the reprocessing manual to confirm that all of the stain has been removed during reprocessing, especially in the channels, and if any remain, please make sure that all of the stain is removed. If the stain remains, please check the handling environment by thoroughly rinsing, draining residual water in the channel after cleaning, and drying. Also, please make sure that there is no abnormality or contamination in the accessories". Olympus will continue to monitor field performance for this device.